Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the wound retractor access port kit involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the user informed the technical support engineer (tse) that the elbow of a monopolar curved scissors instrument pushed against the joint between the large access port kit and the wound retractor, forcing them apart and resulting in the breakage of the gray release lever on the large access port kit. The user confirmed that the two broken parts corresponded to the missing components of the large access port kit. No fragment fell into the patient and the procedure was delayed by one or two minutes. The user continued with the procedure using the same system configuration without further issues. No known impact or patient consequence was reported.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was slow insufflation. The access port had a piece of plastic that broke. There was no issue with the patient and no pneumothorax. A new access port kit was acquired. There were no post-operative tests like an x-ray or ultrasound performed to check for remaining fragments.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the access port was kept sending back but accidentally thrown out.

Event description:
Refer to h11 for follow-up information.